Manufacturer narrative:
The sample was collected in a 3.5ml becton dickinson serum tube with a gel separator. The customer centrifuges samples for seven minutes at 3500 rpm at room temperature. Qc was within the established ranges prior to the event. Specific qc data has not been supplied to date. Additional system information has not been supplied to date. Initial corrective actions/preventive actions implemented by the manufacturer service was dispatched on (B)(4) 2011 for this incident: the field service engineer (fse) discovered that the wash peri-pump tubing was deformed. The fse replaced the tubing and performed a routine system check, which passed within instrument specifications. The fse also performed a preventive maintenance on the instrument as it was overdue. Although hardware issues were addressed by field service engineer, a definitive root cause could not be determined for this event based on the supplied information.

Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxi 800 access immunoassay system generated a lower than expected free t4 result below the normal reference range for one patient. The erroneous result was reported out of the laboratory. Subsequent testing on an alternate dxi instrument produced a higher result, within the normal reference range, which better matched the patient's clinical presentation. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.